Event description:
The manufacturer received information alleging a service required alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.